Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in a 26-year-old female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". Concomitant products included oral contraceptive nos. In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. In february 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In april 2017, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and migraine was resolving and the vaginal haemorrhage, menorrhagia, tooth disorder, dyspareunia, alopecia, headache, vaginal discharge, weight increased and arthralgia had resolved. The reporter considered alopecia, arthralgia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". Concomitant products included oral contraceptive nos. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and migraine was resolving and the vaginal haemorrhage, menorrhagia, tooth disorder, dyspareunia, alopecia, headache, vaginal discharge, weight increased and arthralgia had resolved. The reporter considered alopecia, arthralgia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: case become valid. Pfs and mr received. Plaintiffs address updated, reporter added, patient demographic added. Product information and lot number added. Events added are as follows- pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, vaginal discharge, weight increased, arthralgia, device monitoring procedure not performed. Events onset date and severity added. Events outcome updated. Concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.